Manufacturer narrative:
Requests for the device were made, with no responses received to date. A review of the lot history record (lhr) confirmed that there were no non-conformances. The devices from this lot conform to their predetermined specifications, including for stent retention. A risk assessment review confirmed that dislodgement is captured as a foreseeable event. The investigation is not yet complete. A follow-up report with relevant additional information will be filed. This report was resubmitted as "initial" only per FDA request. Note that codes in h6 that changed between the original 2018 initial submission and this re-submission were ommited. See original report for codes in use at the time.

Event description:
A 69-year-old male patient presented for percutaneous coronary intervention (pci). During the procedure, the stent of a 3.5x15mm cobra pzf nanocoated stent system dislodged. There were no reported adverse patient effects. Though requested, no additional information was provided.